Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to his feelings/ normal blood glucose results. The patient reported blood glucose results of ¿126 mg/dl (before breakfast), 166 mg/dl (before lunch) and 207 mg/dl (before dinner)¿ with the subject meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test result.